Event description:
Pt is status post right total knee replacement in 1/97. Pt presented in february 2001 with complaint of their knee "giving out on pt". In 2/01 pt underwent revision of right total knee replacement with replacement of the polyethylene tibial insert. Examination of failed component revealed evidence of failure of the locking mechanism of the metallic tray while implanted.